Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) . Caller reported that patient has an implantable neurostimulator (ins) and can still turn it on and will occasionally use it to "get a little relief." Caller also mentioned that pt has a tablet and when he uses the tablet it will turn on the stimulator and "give him a jolt." Caller asked about replacing the ins battery and whether a new battery would be compatible with the existing leads. Caller then said that the leads have embedded and have "shifted and they're not where they're supposed to be." Caller mentioned that pt has narcolepsy. Advised caller to direct questions about the ins to the patient's hcp. Event date was not known.